Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a laparoscopic lower anterior resection, the subject device was used. The device became unable to output. The probe of the device was broken off when the user checked it outside the patient. The user checked inside the body cavity with an x-ray and a laparoscope and confirmed that there were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.